Event description:
Patient called in for the third time to report service error code presenting itself. Code clears with reboot but continues to produce error code. The unresolved service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed safety and eit but failed inspection for unrelated issue. The reported service code can be erroneously generated if the patient has not fully inserted the plug connector during power up or removes/re-plugs it in during power up. The reported condition could not be replicated. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".